Event description:
Within 12 hours of use: scrotal dermatitis (a weeping skin rash usually caused by drugs/chemicals). Persistent headaches lasting 48 hours. Impaired learning and memory lasting = 48 hours. Scrotal dermatitis was observed and diagnosed at primary care.